Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states that her blood glucose level was over 600 mg/dl for hours after she took the cannula out and discovered the cannula was bent. The customer states that when priming, bubbles came out the end of the tubing and primed out a whole reservoir of insulin. The customer states that insulin continues to drip after motor stops during the manual prime process. The customer states that she took a manual injection to bring the high blood glucose level down. The customer was assisted through troubleshooting and was told to hold down act button until the numbers appeared on the screen. The customer stated that the numbers appeared back on the screen. The customer was able to prime the tubing and connect to her pump. The customer states that she took a manual injection to bring blood glucose level down. The insulin pump will not be returned for analysis.